Event description:
A baxter engineer reported a pump with a low battery. It is unknown when this occurred. It is not know if there was any patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.